Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion technical support specialist in conjunction with the user facility service representative identified a faulty gas delivery engine as the most likely cause in this alleged event. The user facility was shipped a replacement gas delivery engine to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of 01/15/2015, the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Not on patient. Routine service by modern medical found exp xducr will not calibrate."